Event description:
Four out of five implants placed in the mandible symphysis area failed. These implants had been placed 12/23/92. There was an excessive amount of bone loss in the area the implants were lost. Judging from the x-rays, the implants placed, appear to be too long. The lingual plate of the cortical bone and lower border of the mandible appear to have been penetrated exposing the ha coating to soft tissue. This would set up an inflammatory response with accompanying acidity which would break down the ha coating of the implants.